Manufacturer narrative:
The device was received deployed. Data obtained from the device generated no alarms, time outs, or drive stalls. Automated mode was unable to be tested due to the device being unbale to connect with the master pdm. The phb file was inspected and algorithm shows that the device successfully transitioned from closed to open loop, indicating that the device had no issues in transitioning from automated and manual mode. The cause of the reported automated mode failure could not be determined. No defects or damages were observed during investigation to indicate the pod would fail to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached 567 mg/dl. The patient had neuropathy, a yeast and bladder infection. For treatment, the patient was given fluids, insulin and diagnostic tests. The patient was discharged after 4 hours. The pod was worn longer than 48 hours on the arm.